Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated she has been experiencing too frequent urination. Patient stated at first she was getting really good "signals" and thought her urination problems were gone, but then had a return of symptoms that have progressively become worse. The patient was not feeling stimulation while the therapy was on. It was also indicated that felt stimulation in the correct area. Patient was able to increase stimulation from 1.0 to 1.2 with help of their husband. Patient's husband asked how to increase stimulation, if he should hold increase button down or just hit it once. Patient¿s husband stated because once he held it down and stimulation went high because he held button down too long, so he wanted to make sure he was doing this correctly. Patient was on program two. Patient will try new settings to see if it will help with symptoms. Patient will follow up with hcp if symptoms do not improve. Patient stated she has a follow up with hcp next week. Additional information reported a week later indicated the patient husband increased the level and was doing better. The patient appointment was scheduled with hcp on (B)(6) 2016. The cause of the worsen symptom was noted as unknown but patient think she might have a uti (urinary tract infection), urine was collected to be checked. The symptoms reported has not been resolved but better since they increased the level. Additional information reported on 2016-10-31 indicated that patient had frequency increase in urination and leakage. Visited with doctor and was determined patient had a bladder infection and yeast infection. Programs adjusted felt better, medication was not finished. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.